Event description:
During the disassembly of this x-ray system's wall stand for moving to a new faculty, it was discovered that there were no mounting bolts securing the tilt module to the motorized column. No person was injured.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.